Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the ¿up¿, ¿down¿ and ¿ok¿ buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/12/2014 with the following findings: on investigation, the alleged button tactile issue was duplicated. The pump powered up with auditory and vibratory features. The keypad cover was intact. The ¿up¿, ¿down¿ and ¿ok¿ buttons responded intermittently. Removal of keypad cover found contamination under all of the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).